Event description:
Received a customer medwatch which states: "postoperative pt using pt controlled analgesia (pca) module, 8120 series. Pt was unable to receive the intermittent dosing of narcotic by activating the push button on the dose request cord. With troubleshooting, it was determined that the basal dosing of narcotic was being delivered but the activated button used by the pt to administer intermittent dosing was not working. A new dose request cord was attached and it appeared to work well from then on for the pt." There was no report of pt harm and no medical intervention was required. Although add'l pt and event details were requested, the reporter could not provide any add'l info.

Manufacturer narrative:
MFR's report date: 05/09/2012. (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.